Event description:
Caller states patient tested 5.3 inr on the coaguchek xs system while a comparison lab returned as 3.95 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
School nurse reported an incident of hypoglycemia requiring professional medical treatment within 24 hours of having attempted unsuccessfully to use the aviva system due to error within specifications. The device error was caused by the attempting to use expired strips. A request was made for the return of the system and a replacement was sent.